Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results: a visual inspection of the ipg as received did not reveal any obvious signs of damage other than instrumentation markings. Communication with the device as received was unsuccessful. Electrical testing confirmed the device was returned with a depleted battery. The battery voltage of the device as received was below the minimum to sustain communication and stimulation. It was not stated if the ipg battery had been maintain while the device had been turned off. The depleted battery was consistent with the device battery not being charged per the direction for use. The clinicians manual provides information stating: ¿if the depleted device is not recharge within 2¿18 months (depending on the proximity to the end of the device life), the ipg may lose its ability to be recharged.¿ sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had not charged his ipg in more than 6 months and the ipg was no longer able to communicate with the charger. A replacement charger was also unable to communicate with the ipg. Surgical intervention may take place at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received revealed surgical intervention was undertaken and the patient's ipg was explanted and replaced with a different model, which reportedly resolved the issue.